Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the self test passed. The caller stated that the device also alarmed motor error several times. The drive support cap appears normal. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. Further testing could not be performed due to the prime anomaly.